Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. In addition, the user guide was reviewed and states as a warning before starting the treatment, ¿you must use aseptic technique as directed by your pd nurse to prevent infection¿. At this time the reported incident could be attributed to end user error in accordance to the complaint description. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Manufacturer narrative:
Clinical investigation: a temporal relationship exists between the pd therapy with the liberty cycler set and this elderly patient¿s peritonitis event. However, there is no objective evidence that a liberty cycler set malfunction or product deficiency was associated with this event. Peritonitis is a well-documented complication in patients undergoing pd therapy and touch contamination during the pd exchange is a common finding and a significant risk factor for infection. The patient¿s pd culture yielded growth of staphylococcus epidermis which is an organism that normally resides on human skin. Therefore, based on the reported information the patient¿s peritonitis can be reasonably attributed to touch contamination due to poor hand hygiene, as reported by the patient¿s pd nurse. Additionally, the patient had a previous case of peritonitis with the same bacteria and reportedly had difficulty with administering antibiotics at home which may have also been a factor in this event. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis (pd) patient had peritonitis. Upon follow up, it was reported that the patient was experiencing cloudy effluent and was hospitalized for peritonitis. Per the nurse, the patient¿s pd culture (obtained on (B)(6) 2020) yielded growth of staphylococcus epidermis. The patient was treated with cefazolin intra-peritoneal (ip) and was subsequently discharged home on (B)(6) 2020. It was reported the patient was seen in the outpatient pd clinic on (B)(6) 2020 and the patient¿s pd effluent is clear with no fibrin. The patient is reportedly recovering from the event. The patient continues pd with the same cycler and will be continue antibiotic therapy with cefazolin 1.5 grams for 28 days. Per the nurse, the patient did not have any fluid leaks or any issues with fresenius device or product in relation to the peritonitis event. The nurse attributed the peritonitis to touch contamination during the pd exchange as the patient does not adhere to hand hygiene. Additionally, it was reported the patient had some difficulty administering the antibiotics during the september peritonitis event. Per the nurse, the patient was retrained on how to administer ip antibiotics within the proper infection control procedure.